Event description:
It was reported by the sales rep in france that during an unspecified shoulder surgical procedure on (B)(6) 2024 the combo screwdriver device was defective. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device's distal tip is cracked as part of hard use. The overall complaint was confirmed as the observed condition of the combo screwdriver would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to hard and continuous use; since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to damages on screwdriver's tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.